Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and an unknown drug via an implantable infusion pump. The indication for use was spinal pain. It was reported that the pump needed to revised due to pain from the pump site. It was noted that the pump was moved from the right side to the left. No further complications have been reported as a result of this event.